Event description:
This ra lead was implanted on (B)(6) 2007 and remains implanted at the time. A procedure form was received on 09/19/2016 stating that this lead was involved in noise, oversensing and pacing inhibition. The patient was in the ER for evaluation for chest pain. No out-of-ranger measurements observed on the remote monitoring transmission. Two atr episodes recorded (B)(6) 2016 showing noise on both atrial and ventricular leads occuring simultaneously (approx. 2-2.5 sec in duration). Staff unable to confirm presence of emi as source of noise. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).